Event description:
It was reported that the patient arrived at the emergency room with a very low heart rate/very bradycardic. Interrogation revealed that the right ventricular (rv) lead exhibited undefined or infinite impedance due to a fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).